Event description:
Customer reported they were unable to remove device (unable to determine if disposable or reusable disc based on information provided). The customer stated they tried to remove the product for several days with no success. The customer went to urgent care for assistance with removal and reported the experience was painful. Flex made multiple attempts to follow up with customer, but customer has not responded so further information regarding their experience is unavailable. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.